Event description:
It was reported that the patient had not charged the ipg for over a year prior to explant. The ipg was explanted and replaced with a nevro ipg on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had the device explanted. Patient alleged that the device was dead. The date of explant was not provided.